Manufacturer narrative:
Investigation is ongoing, pending device return.

Event description:
As reported the 23mm sapien 3 ultra valve had a lifted stent strut due to difficulty exiting the esheath while on the commander delivery system. The devices were removed and exchanged with no injury to the patient. A new valve was deployed from a new delivery system via a new esheath without incident. The valve exited the sheath and the liner portion was slightly bunched. No punctures were seen.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation crimped on a deliver system's inflation balloon with sheath returned separately. The returned device was visually inspected for any abnormalities. One (1) strut bent outward, approximately 30-degrees, at the inflow side. The valve was expanded after initial visual inspection and the bent strut was corrected. Frame deformed/canted was seen. Multiple struts were exposed through the skirt, which is normal after crimping and use. The leaflets were dehydrated and torn, likely due to storage condition (prolong crimping) during the return handling process. No functional testing or dimensional inspection was able to be performed due to device return condition (frame distorted). Imagery was provided by the site and revealed the patient's access vessel had presence of calcification and tortuosity. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the related work order. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in the pra. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. Although the complaint for frame damage was confirmed, a complaint history review is not required as the issue has been previously identified in a pra, which captures root cause analysis for the issue. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The complaint was confirmed based on provided imagery and returned device. No potential manufacturing non-conformance were identified. A review of the lot history and device history record (DHR) did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''there was difficulty pushing the valve and delivery system through esheath. Upon exit of the esheath, it was noticed that a valve strut was displaced/lifted''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. It is possible that the valve strut caught on the sheath during the delivery system advancement. In such condition, attempts to manipulate the device to overcome the resistance can damage the valve (bent strut) and sheath as reported in this case. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has been initiated to capture further investigation and any possible corrective or preventative action activities. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.